Event description:
No event update.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pin fractured. Review of event description: a fitmore trial rasp size b (ref: (B)(4). Lot: 09.2506062) has been received. It has been reported that the connection pin broke. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: - visual examination: the fitmore rasp has been returned for an investigation. It shows some signs of usage. It can be seen that the connection pin broke off . Further, damage around the connection pin area can bee seen, which might have occurred during the removal of the rasp e.g. With help of a tong, after the connection pin broke off. The fracture surface shows two areas. The larger area resembles a forced fracture. The smaller area is damaged and polished, which might have occurred during transportation of the fractured instrument. Therefore, no conclusion concerning the nature and origin of the fracture can be done. - measurements: to ensure the connection pin has correct dimensions, the relevant characteristic according to the inspection plan sap document nr.85611 rev. 10 were measured with the caliper. Characteristic no. 4 feature ¿aussen durchmesser 7.341 (±0.025) mm" -specification: max. 7.366mm / min.7.316mm -measured value: 7.33 mm -conclusion: even after several years of market use (rasp manufactured in 2009) the diameter of the pin is within the tolerance. - further the DHR indicates that the released components met all requirements to perform as intended. Review of product documentation: inspection plan : - characteristic no.4 feature ¿aussen durchmesser 7.341 (±0.025) mm" with scope of testing: 100 %. Means of inspection: micrometer gauge.- characteristic no.1 feature ¿funktionsprüfung" with scope of testing: 100 %. Means of inspection: gauge 25-2003-916-01 root cause analysis: root cause determination using rmw : - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance -> not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient -> not possible as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) -> not possible as no corrosion can be seen on the instrument - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. As the instrument has been manufactured in 2009, a deterioration in function as a result of repeated use is likely. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the pin is broken it could be possible that abnormal forces occurred on the rasp and pin during application. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The connection pin of the rasp has broken off. A possible root cause could be related to the age of the rasp (rasp manufactured in 2009). The material might have weakened slightly due to repetitive use over a timeframe of 9 years. Further it is possible that abnormal forces were applied on the rasp and the pin during application. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Moreover, no further complaints have been reported for this part or lot number. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting additional information was sent on july 16, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the pin of the fitmore hip stem, trial rasp, b/10 fractured while the rasp was in the patient. It was also reported that the surgeon extracted the rasp and used another rasp to complete the surgery successfully. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.